Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the fracture occurred due to torsional overload.

Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing a drill bit on (B)(6), 2011. During the procedure, a drill bit fractured intraosseously as the surgeon was making femoral cuts. The surgeon was unable to retrieve the fractured piece and approximately two centimeters of the drill bit was retained by the patient. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments are subject to wear with normal usage....biomet recommends that all instruments be regularly inspected for wear and disfigurement."